Event description:
It was reported that during preparation for a stenting treatment procedure the stent moved on the balloon. A 3.50x32mm liberte bare stent delivery system (sds) was being prepped for use when it was noted that the stent had moved on the balloon. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).